Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was 400 mg/dl. Customer resolved the no delivery alarm with a complete infusion set and reservoir change. Customer declined to troubleshoot for high blood glucose levels. The insulin pump will not be returned for analysis. Customer was advised to return the infusion set and reservoir and that replacement products would be sent out.